Event description:
It was reported that balloon failed to deflate, requiring additional device for removal. The target lesion was located in the severely calcified vessel. A 6.0 x 60mm, 135cm ranger drug-coated balloon was selected for post intravascular lithotripsy (ivl) therapy. However, after the balloon was inflated for 3 minutes, it was noted that the balloon would not deflate. The balloon would not deflate enough to be removed from a 6f sheath even after multiple attempts. The physician ended up taking a microneedle and puncturing the artery to rupture the balloon. The balloon was then removed intact, and the procedure was completed using this device. No patient complications were reported.

Event description:
It was reported that balloon failed to deflate, requiring additional device for removal.the target lesion was located in the severely calcified vessel. A 6.0 x 60mm, 135cm ranger drug-coated balloon was selected for post intravascular lithotripsy (ivl) therapy. However, after the balloon was inflated for 3 minutes, it was noted that the balloon would not deflate. The balloon would not deflate enough to be removed from a 6f sheath even after multiple attempts. The physician ended up taking a microneedle and puncturing the artery to rupture the balloon. The balloon was then removed intact, and the procedure was completed using this device. No patient complications were reported. It was further reported that this event was reported via medwatch: mw5156335. Furthermore, the target lesion was located in the right superficial femoral artery.